Event description:
The customer reported that this unit only charges to 150j when set at higher energy either on ac or d power with a known good battery. When 100j is selected it delivers 80j. There was no report of pt involvement.